Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) machine shut down when switching from hybrid to rescue due to hospital transfer. When returned to hybrid mode and restarted, it started up normally, and was switched back to hybrid mode. The patient was transferred to another hospital and the transfer was completed safely. There was no patient harm or injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h3, h6 (investigation findings, investigation conclusion). More than three (3) gfe attempts have been performed to obtain additional information repair and/or product return. The customer declined service and asked for the unit to be sent back.

Event description:
N/a

Manufacturer narrative:
. Additional information regarding the evaluation and repair of the unit has been requested. When additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, e1 (event site telephone), g3, g6, h2, h11. Corrected fields: e3, h6 (type of investigation). Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6).

Event description:
N/a.